Event description:
An end user reported an issue with an auryon atherectomy catheter 0.9 mm - hydrophilic coated. During withdrawal, it was reported that the device kinked and fibers were exposed. The shaft still stayed intact due to the outer coating of the catheter. Ultimately, the procedure was aborted due to this event and the patient did not experience any adverse effects, harm, or require medical intervention because of this incident.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
The sample presented an expected appearance per the description. The customer's reported complaint of a kinked catheter is confirmed. The catheter arrived broken at 89cm from the tip. The fibers and plastic parts were broken, and there were no active fibers at the tip. Four additional kinks were observed along the catheter's shaft. The catheter working time was 0 sec at 50 mj/mm2 and 212 sec (3:32 min) at 60 mj/mm2. Although the procedure was aborted due to a catheter malfunction, the patient did not experience any adverse effects. An x-ray performed at the end of the procedure appeared normal. The root cause is likely excessive force applied to the catheter during the procedure. The breaking point suggests an excessive torsional force that tore the fibers. The additional deformations and tears in the shrink also suggest that extreme forces were applied during the procedure, and the damages were observed once withdrawing. The sheath was not returned for evaluation but from the pictures sent from qb quality compliance team, it is clear that it had kinked. Supporting the need to use excessive forces in order to retrieve the catheter. Additionally, the fact that they worked at 60 mj can indicate the presence of a severe lesion, supporting the idea that excessive forces were applied during the procedure. Regarding the advancement of the auryon catheter through the lesion (ifu0120), it should be noted that there is a recommendation to start the procedure with an energy of 50mj. No manufacturing non-conformance was observed during the sample evaluation. No correction or corrective action is required as a definitive root cause could not be determined. A review of the distribution records was performed for the reported packaging lot number 90153 for any deviations related to the reported failure mode of the complaint. The review confirms that the lot met all packaging performance specifications, i.e., no ncr has been written. The complaint event was forwarded to the laser catheter manufacturer (eximo). Eximo performed a DHR review of the reported catheter lot number 90153. The review confirmed that the lot met all material, assembly, and performance specifications; no manufacturing non-conformance reports were issued. Labeling review: instructions for use (ifu0110 / ifu0120) are provided with the catheter device and contain the following statements: warnings: pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Proximal vessel diameter must be [?]150% of the outer diameter of the auryon catheter. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014" (for longer length (xl) catheters, use a preferred 0.014'' guide wire (gw) of an appropriate length; for 1.7mm catheters, 0.018'' gw may be used), and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the guide wire. Advancement of auryon catheter through the lesion: a) do not exceed 10 seconds of lasing at the same location. If you experience difficulty advancing the auryon catheter, immediately start self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, you should stop self-count-down and resume it if additional non-advancements are experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, you should release the foot switch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming 10 seconds count down. C) if the auryon catheter is still not advancing with the above-mentioned rotation manipulation for the additional 10 seconds, immediately stop the laser activity by releasing the footswitch. D) ask the laser operator to raise the fluence to 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion. F) if the auryon catheter cannot be advanced, resume the self-count-down to 10 seconds. G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter, and use a new catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. We will continue to monitor this type of complaint for trends. Reference (B)(4).